Event description:
It was reported that during hemodialysis therapy with a phoenix machine, "while drawing blood", the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.